Event description:
Attempts to perform device diagnostic testing at office visit were unsuccessful and yielded fault fault error message. Treating neurologist was able to interrogate the device, but the pt reportedly does not feel stimulation even at high output current levels. The pt felt low level stimulation after implant, but then began to complain that they felt as if the device was not working. When treating neurologist ramped up the output current, the pt still could not feel stimulation. Device diagnostic testing and interrogation was successfully repeated using a different programming system. Device diagnostic testing was within normal limits, indicating proper device function. X-rays did not reveal any obvious discontinuities in the vns therapy system. The pt still could not feel stimulation, even at high output current levels. The pt's device was programmed to off as a precautionary measure and was programmed back to on approximately two weeks later. No adverse event was reported in conjunction with the device communication problem. It is suspected that the lead electrodes may not be on correct structure, which would result in lack of efficacy. Neurologist reports that the pt's condition remains the same as before vns implant. Neurologist is considering additional testing to try to determine whether the pt's brain is receiving the vns therapy stimulation.